Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was implanted. On (B)(6) 2025, the patient presented with symptoms of right to left shunt with a tunnel to the right of the device. The physician is unsure if the amplatzer discs caused this but thinks that the discs may have caused the tear in the septum. A procedure was scheduled for (B)(6) 2025 to resolve the issue. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that discs may have caused the tear in the septum. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause of the reported patient device interaction problem with residual shunt could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was implanted. On (B)(6) 2025, the patient presented with symptoms of right to left shunt with a tunnel to the right of the device. The physician is unsure if the amplatzer discs caused this but thinks that the discs may have caused the tear in the septum. A procedure was scheduled for (B)(6) 2025 to resolve the issue. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product.